Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 6 years and 8 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: primary arthritis and mechanical loosening of right prosthetic joint the femoral component was found to be grossly loose. The femoral component was removed without difficulty. The patient was transferred in stable condition to the recovery unit.

Manufacturer narrative:
D10/d11: concomitant medical products: concomitants: 02-012-44-4009 logic tibia implant psc insert, sz 4, 9mm 4136325. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.